Manufacturer narrative:
Initial reporter name: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that two pins of the power module patient cable and controller cable were broken off and still sticking in the respective counterpart. The controller was exchanged with the backup and the power module cable was replaced. Related manufacturer report number #2916596-2021-04262.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin in the power module patient cable was confirmed via evaluation of the returned patient cable. Visual inspection of the returned patient cable (lot number: 11020070201) revealed that pin 5, data transmission line, in the black power cable connector was missing. The returned patient cable was connected to a test power module/system monitor, the returned system controller, and a mock circulatory loop. The patient cable functioned as intended and successfully operated in a mock circulatory loop without any issues or atypical alarms produced. By design, the data transmission wire in the black power cable is not used; therefore, the missing pin in the black power cable connector did not affect the functionality of the patient cable during testing. The log file downloaded from the returned system controller contained approximately 7 hours of relevant data ((B)(6) 2021 at 04:42:47 ¿ 11:54:38 per the timestamp). The data in the log file did not indicate any issues with the patient cable. No atypical alarms were observed in the log file. The driveline was disconnected on (B)(6) 2021 at 11:45:26 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the power module patient cable. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the power module patient cable. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the power module patient cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.